Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels rose above 250 mg/dl while wearing the pod between 25 and 36 hours. When the pod was removed from the infusion site, the cannula was found to be bent. As treatment, a new pod was applied.